Event description:
It was reported that the user experienced hypoglycemia after a usual breakfast announcement and carbohydrate intake, with a fingerstick glucose of 69 mg/dl and transient disorientation; pump history indicated approximately 4.73 units of insulin on board while the meal announcement dose was 9.26 units less than two hours prior. Symptoms included low blood glucose and disorientation. Outcomes included self-treatment with oral glucose and return to target range without hospitalization. Investigation included customer interview, review of pump data provided by the user, and troubleshooting and education on hypoglycemia recognition and treatment. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.